Event description:
It was reported that the delivered o2 concentration from the ventilator was fluctuating. There was no patient harm. (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer (fse). The reported fluctuating o2 concentration could not be duplicated. The ventilator passed functional and pre-use checks and was cleared for clinical use. No parts were replaced. The evaluation of provided device logs confirms the reported event. The logs showed that the ventilator alarmed for high o2 concentration on the reported event date. Alarms for high o2 concentration are generated when the o2 concentration becomes higher than the upper alarm limit which is set value +5 vol%. There are no technical error codes that indicate any technical issues with the ventilator. Pre-use checks prior and after the reported event were passed without remarks. The root cause of the issue with o2 concentration has not been determined.

Event description:
Manufacturer's ref #: (B)(4).